Event description:
Report received from (B)(6) stating that the device was evaluated with the motor. It is known that the device was not used in surgery and that injury and medical intervention did not occur. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).